Event description:
It was reported that the patient presented in-clinic for a scheduled left-ventricular (lv) lead as the lv lead exhibited high capture threshold and extracardiac stimulation. No resolution was performed. The patient condition was stable.

Event description:
New information received notes that the left-ventricular (lv) lead was explanted and replaced on (B)(6) 2025. The patient condition was stable.